Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; the outputs were verified on the oscilloscope through full range of settings and no anomalies were observed. The rate on the counter was verified through full range of settings; no anomalies were observed. Analysis found the display wire insulation was pinched (wire insulation not compromised). It was noted one case screw was contaminated.

Event description:
It was reported by the customer that the external pulse generator (epg) did not have any output despite the battery showing a full status. Additional information was received which indicated that the epg was returned as part of the field advisory. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.